Event description:
It was reported that air in device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. After the closure device was deployed, while assessing the position, anchor, size, and seal (pass) criteria, a contrast injection was delivered via the wds, which was inside the was, and air was visualized inside the wds. Assessment of pass criteria was successfully met and the closure device was released. Meanwhile the patient's hemodynamics remained stable. No intervention was required for the visualized air. After awaking from anesthesia, the patient was alert, and responsive to commands. The patient was discharged the same day and reported to be doing well.